Event description:
On (B)(6) 2014, the patient presented at the emergency with a thrombosis at the location of the implanted viabahn. It was reported to gore that a fogarty catheter was used to conduct a thrombectomy. An angiography showed that the device was still thrombosed and was broken in three places with holes and leaks observed at the distal part. The stent which was implanted on the proximal part of the aneurysm lost connection and the aneurysm was not covered anymore. The decision was made to conduct a classic bypass procedure for isolation of the viabahn which was left in the patient¿s artery. The patient explained that he conducted house work in a crouched position. Immediately the patient felt a discomfort. After the reintervention the patient is doing well.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient presented with an aneurysm in the popliteal artery. An 7mm x 15cm gore viabahn endoprosthesis was successfully implanted in the artery, where they had a 2cm long healthy distal and proximal neck for medical device placement. It was stated that the initial procedure went well and that the angiography showed good results and patency for the implanted device. On (B)(6) 2014, the patient presented at the emergency with a thrombosis at the location of the implanted viabahn. It was reported to gore that a fogarty catheter was used to conduct a thrombectomy. An angiography showed that the device was still thrombosed and was broken in three places with holes and leaks observed. The decision was made to conduct a classic bypass procedure for isolation of the viabahn which was left in the patient¿s artery. The patient is doing well.

Manufacturer narrative:
Date of event was corrected from (B)(6) 2015 to (B)(6) 2014.

Manufacturer narrative:
Refer for the results of the imaging evaluation.